Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose (bg) level was 475 (mg/dl). A manual injection via insulin pen was delivered to address bg level. During troubleshooting it was determined the pump battery dropped from 46% to 18% while connected to a power source prior to the shutdown. Reportedly the customer has manual injections as alternate insulin therapy.